Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2012, customer reported that the creatinine module, on the lx20 pro instrument, overflowed and spilled onto the floor. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and the module, but found no evidence of any leaks. Fse primed the cup and confirmed that the instrument was functioning properly. No further issues were reported.